Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their lifepak 15 device had a service indicator appear and the display went blank while attempting to monitor a patient during a procedure which also involved using a high-frequency electrical surgical unit (esu). The customer advised that when medical personnel triggered the esu, their lifepak 15's display would go blank and a service indicator would appear. When they stopped using the esu, the display would come back. The customer advised that a backup device was available and used to continue monitoring the patient. There were no adverse effects to the patient as a result of the reported issue. The customer advised that there were no further details about the patient available. The biomedical engineer also advised that following the event he went into the device's memory and observed that the device had a logged a code which, when combined with the report of a blank display, can be indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary.

Manufacturer narrative:
Physio-control later reached out to the customer, a biomedical engineer, to find out if the reported issue had been resolved. The biomedical engineer advised that they had evaluated the device but were unable to duplicate any power related issues, nor did they observe any issues with the device's display. After observing proper device operation through functional and performance testing the device was placed back into service for use. The biomedical engineer also advised that the device had not experienced any further issues since being returned to service and that personnel believe that interference from the electrosurgical unit may have caused the reported issue; however, that could not be confirmed. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their lifepak 15 device had a service indicator appear and the display went blank while attempting to monitor a patient during a procedure which also involved using a high-frequency electrical surgical unit (esu). The customer advised that when medical personnel triggered the esu, their lifepak 15's display would go blank and a service indicator would appear. When they stopped using the esu, the display would come back. The customer advised that a backup device was available and used to continue monitoring the patient. There were no adverse effects to the patient as a result of the reported issue. The customer advised that there were no further details about the patient available. The biomedical engineer also advised that following the event he went into the device's memory and observed that the device had a logged a code which, when combined with the report of a blank display, can be indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary.